Manufacturer narrative:
Visual inspection; functional inspection; device history review; complaint history review; risk assessment. The blocker was found to have two more deformations implicating that the blocker was fully engaged in one additional position (rotation, i.e. Loosening) after the initial position with the rod. The stryker rep reported the instrument used to tightened the blockers to the proper torque on the left side was the "final tightener through compression/distraction towers with compressor inserted and engaged", as opposed to the counter torque tube with torque wrench as specified in the stg. The probable root cause is not using the counter torque tube as recommended in the stg.

Event description:
It was reported that a revision surgery was required to replace the rod that migrated.

Manufacturer narrative:
Serious injury. Above adverse event initially reported under MFR report # 0009617544-2016-00091. Investigation conclusion: the blocker is responsible for locking the integrity of the construct and disengaged post-operatively. The probable root cause is not using the counter torque tube as recommended in the stg.

Event description:
It was reported that a revision surgery was required to replace the rod that migrated.

Event description:
It was reported that a revision surgery was required to replace the rod that migrated.

Event description:
It was reported that a revision surgery was required to replace the rod that migrated.

Manufacturer narrative:
B2 was updated to reflect outcome of adverse event.